Manufacturer narrative:
B3: date of onset unknown date in (B)(6) 2021. D10: 02-010-01-0230 - logic femoral ps cem left sz 3. 02-012-35-3009 - logic tibia ps mod insrt sz 3 9mm. 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 200-02-32 - three peg patella 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A definitive root cause was unable to be determined; however, may have resulted from the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has lupus which is a cause of ligament and joint maladies. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Approximately 9 years post-surgery, the patient experienced an increased feeling of left knee instability. The patient wore a knee brace that was self-prescribed. The patient was also referred to see consultant surgeon. No medical intervention and no further impact to the patient was reported. No other information is available.